Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported an issue that occurred today. Customer reported the surgeon contacted about a bipolar instrument cable breaking mid-procedure and possibly dropping fragments. Customer stated the customer moved on with another instrument to complete the case, but wanted to make sure it was reported. The procedure was completed with no reported injury.